Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in the us. It was reported that the rotaflow console shutdown during intrahospital transport. The affected rotaflow console will be sent to the repair center for investigation/repair. More information about the event requested but still pending. No harm to any person has been reported. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in the us. It was reported that the rotaflow console shutdown during intrahospital transport. The affected rotaflow console was replaced with a new one without consequences for the patient. The affected rotaflow console has been sent to the repair center for repair. No harm to any person has been reported. The affected rotaflow console with s/n (B)(6) was investigated by getinge service technician in the repair center and the reported failure could be confirmed. The battery pack with fuse (article number 701017188) has been replaced, battery test has been performed and passed. Furthermore, the rfc power supply board (article number 701011675) has been replaced as a precaution. As part of the preventive maintenance the connection cable rf drive socket (article number 701034666) and rf power plug us (article number 701073671) has also been replaced. The device is working as intended and is back in use. Thus the most probable root cause for the reported "shut down" could be determined by getinge service engineer as an insufficiently charged battery. The customer will be informed about the results by the getinge sales and service unit. Based on the investigation results the reported failure ""shut down during use" could be confirmed. A review of non-conformities was performed on 2023-12-15, and during the time from 2005-04-25 to 2023-12-14 there are no non-conformities in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced on 2005-04-25. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.